Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: date of event - estimated. Date of implant - estimated. The device was not returned for evaluation. A review of the lot history record could not be conducted since the lot number was not provided. The reported patient effect of occlusion is listed in the instructions for use, supera peripheral stent systems as a known patient effect of the stenting procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The other supera stent referenced is filed under MFR report # 2024168-2018-10021.

Event description:
It was reported that on an unspecified date in 2016, the patient underwent a peripheral procedure, treating a target lesion in the superficial femoral artery with two supera stents, implanted in overlapping fashion. Approximately 6 months post procedure, stent occlusion was noted in both stents and balloon angioplasty was performed. No additional information was provided.